Manufacturer narrative:
The device was not returned for analysis. A product history record (phr) review of lot 2506199608 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a .014-inch saber x percutaneous transluminal angioplasty (pta) dilatation catheter ruptured before reaching nominal pressure. The device was removed, and another product was opened to continue the procedure. There was no reported patient injury. The device was used as a long-term loan product. Additional event details were requested; however, could not be obtained. The device will not be returned for evaluation.